Manufacturer narrative:
Plate significant deformation on the bottom of the screw bores in the cephalad and caudal bore holes consistent with screws seeing a considerable amount of force. Wear marks on the inside of the screw bores present. Intermediate holes have constant wear all around screw bores while cephalad and caudal screw bores have wear marks consistent with screws placed at higher angles and medial. Conclusion wear marks on the locking tabs and screws indicate that screws were contacting the locking tab at both cephalad and caudal ends of the plate. Deformation and wear marks to the screws and the bottom side of the screw bore indicate the caudal side underwent considerable force under cyclical loading where underside of the cephalad screw bore is largely pristine.

Event description:
"It was reported that on an unknown date, patient had a c3-6 acdf with proti acis and coda plate system on (B)(6) 2023. Patient was lost to follow- up, then showed up to hospital. Imaging showed the c3-4 cage subsided into the c3 body and the plate pushed up to the c2 body. Screws in the c6 body started to back out. The surgeon took the patient back and performed a c3 corpectomy and re-plated down to c6 with new plate and screws and then backed up the construct with a c2-t2 posterior fusion. Once exposed, it showed the locking mechanism was broken at c6. The small metal pieces that broke off the locking mechanism were suctioned up. The remaining hardware was saved and shipped back to company for evaluation."